Event description:
The device evaluation identified a reportable malfunction, cracked or broken adapter bracket, unrelated to the original complaint, which was a non-reportable report.

Manufacturer narrative:
The lab evaluation confirmed a broken adapter bracket. Ross standard procedure includes attempting to obtain all required information from the source.